Event description:
It was reported that during an unknown procedure, there was a leak in the trocar. The trocar could not hold the pneumoperitoneum. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with (B)(4).